Event description:
After successful deployment of the precise stent in the carotid artery, resistance was experienced during removal of the stent delivery system. As per the reporting affiliate, it appears the distal tip of the delivery system became stuck in the rotating hemostasis valve attached to the hub of the guiding catheter, and approximately 21 cm of the guidewire lumen separated from the delivery system. The distal tip was still securely attached to this separated segment of the guidewire lumen. The separation occurred outside the patient, and the separated segment remained on the guidewire outside the patient. The vessel was described as having no calcification or tortuousity. There was no report of any adverse consequences to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.